Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
No further information can be attained as the patient's physician at the time their infection was noted is no longer practicing at their past location and no further information will be released.

Event description:
On (B)(6) 2012, the manufacturer received an operative report of a vns patient for a procedure on (B)(6) 2012. Per the report, the patient previously had the generator removed due to erosion (date of surgery unknown) and at that time, the lead wires were clipped at the generator pocket. The patient was given antibiotics but the infection at the generator site recurred. There is no inflammation at the neck incision site, however, given the recurrence of the infection at the generator site, it was decided to remove the lead on (B)(6) 2012. Initially the axillary wound was opened and the attenuated scar excised. There was significant purulence which was sent for culture. There were no details of culture provided in the report. The generator pocket was irrigated "profusely" with antibiotic solution and debrided of nonviable tissue. The site was packed with antibiotic-soaked gauze. While trying to remove the electrodes from the nerve, it was observed that the most inferior coil was tightly adherent and during the dissection a significant amount of venous bleeding occurred which was packed off effectively. Due to these issues, the most inferior coil was not removed. There was no evidence of inflammation at the neck site however copious antibiotic irrigation was applied. The neck incision site was then closed and the generator site was irrigated further and the packing material was removed and the site was closed. No report of any patient trauma happened prior to these events. Good faith attempts are being made for further information about the reported events. No further information has been received at this time.